Event description:
It was reported that ongoing intermittent occlusion alarms occurred. These occlusion events caused the customer's blood glucose level to display "high," exceeding safe thresholds. The customer addressed the high blood glucose by administering a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge before resuming insulin use.